Manufacturer narrative:
Complaint conclusion: as reported, a saber rx (3x60mm 155cm) percutaneous transluminal angioplasty (pta) was delivered to the lesion for pre-dilatation; however, the balloon could not inflate even when its rated pressure was applied to it. Therefore, it was removed from the patient and it was confirmed that the balloon had a slit which was caused by the calcified lesion during insertion. Therefore, it was replaced with a new saber pta (2x100mm). The procedure completed successfully. There was no reported patient injury. The patient¿s information was unknown. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown. Multiple attempts to gather additional information have been made and have been unsuccessful. The product was not returned for analysis. A device history record (DHR) review of lot 17524225 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage¿ could not be confirmed as the device was not returned for analysis. The exact cause of the leakage could not be determined. Based on the limited information available for review, lesion and handling (slit caused by calcified lesion during insertion) factors most likely contributed to the reported event. According to the instructions for use, which is not intended as a mitigation, ¿prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. When the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of resistance before proceeding. Always verify integrity of the catheter after removal. Gentle counterclockwise rotation of the balloon may ease introduction through the sheath or percutaneous entry site. Note: perform all further catheter manipulations under fluoroscopy. Carefully advance the catheter to the selected stenosis. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Complaint conclusion: as reported, a saber rx (3x60mm 155cm) percutaneous transluminal angioplasty (pta) was delivered to the lesion for pre-dilatation; however, the balloon could not inflate even when its rated pressure was applied to it. Therefore, it was removed from the patient and it was confirmed that the balloon had a slit which was caused by the calcified lesion during insertion. Therefore, it was replaced with a new saber pta (2x100mm). The procedure completed successfully. There was no reported patient injury. The patient¿s information was unknown. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown. The access site was the inguinal region. The target lesion was at the bk (below the needs). The target lesion was calcified. The product was stored, handled, inspected and prepped according to the IFU. There were no visible signs of device/package damage prior to use. Excess force was not used during insertion. There was slight resistance tracking through the vasculature due to calcification. Other products were successfully used with the devices prior to the encountered resistance. The device was removed intact. The product was not returned for analysis. A device history record (DHR) review of lot 17524225 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage¿ could not be confirmed as the device was not returned for analysis. The exact cause of the leakage could not be determined. Based on the limited information available for review, lesion and handling (slit caused by calcified lesion during insertion) factors most likely contributed to the reported event. According to the instructions for use, which is not intended as a mitigation, ¿prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. When the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of resistance before proceeding. Always verify integrity of the catheter after removal. Gentle counterclockwise rotation of the balloon may ease introduction through the sheath or percutaneous entry site. Note: perform all further catheter manipulations under fluoroscopy. Carefully advance the catheter to the selected stenosis. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a saber rx (3mm*6cm155) percutaneous transluminal angioplasty (pta) was delivered to the lesion for pre-dilatation; however, the balloon could not inflate even when its rated pressure was applied to it. Therefore, it was removed from the patient and it was confirmed that the balloon had a slit which was caused by the calcified lesion during insertion. Therefore, it was replaced with a new saber pta (2mm*100mm). The procedure completed successfully. There was no reported patient injury. The product was clinically used and will not be returned for analysis. The patient¿s information was unknown. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown. The access site was the inguinal region. The target lesion was at the bk. The target lesion was calcified. The product was stored, handled, inspected and prepped according to the IFU. There were no visible signs of device/package damage prior to use. Excess force was not used during insertion. There was slight resistance tracking through the vasculature due to calcification. Other products were successfully used with the devices prior to the encountered resistance. The device was removed intact.

Manufacturer narrative:
The device is not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a saber rx (3 mm*6 cm 155) percutaneous transluminal angioplasty (pta) was delivered to the lesion for pre-dilatation; however, the balloon could not inflate even when its rated pressure was applied to it. Therefore, it was removed from the patient and it was confirmed that the balloon had a slit which was caused by the calcified lesion during insertion. Therefore, it was replaced with a new saber pta (2 mm*100 mm). The procedure completed successfully. There was no reported patient injury. The product was clinically used and will not be returned for analysis. The patient¿s information was unknown. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown.